Event description:
Catheter was separated while being removed by the pt, leaving a small, app 7 cm long, piece inside the pt. By (B)(6), the left catheter piece was removed by the physician. Based on our tests and findings of the catheter that was involved in the incidence and tests of catheters of similar lot and what we know until this moment about the incidence occurrences and on the nature of this incidence - the incidence is resulted of a user error.

Manufacturer narrative:
No preventing and/or correcting action is required; the procedure and technique of removal of the catheter are strictly under the responsibility of the physician and/or any other authorized medical team member. To our best knowledge and understanding (based on our testing and the incidence occurrences) this incidence resulted out of user error and not out of product failure and/or malfunction product. Conclusions: based on the founding: there was no fault in the catheter tubing; it seems that twists in the catheter tubing contribute to the "stuck". From the founding it seems that the twists on the residue segment are evidence for blunt kinks in the tube (we can't be determined at absolute certainty). Based on the tests and findings and what we know until this moment about the incidence occurrences and on the nature of this incidence - the incidence is resulted of a user error; the pt shouldn't keep on pulling the catheter once she/he felt relative high resistance (significant tubing elongation).